Event description:
On 24-feb-2026, a sales representative reported via email that an ar-8988-cp fiberlock suspension implant kit had an issue during a cmc arthroplasty procedure performed on (B)(6) 2026. The green fibertak anchor was noted to have fraying at the tip of the suture anchor. The team attempted to use the anchor; however, it did not set on the far cortex and immediately backed out. The anchor was not used again, and another kit was opened to complete the case. No patient harm was reported. Additional information was received on 05-mar-2026: the procedure was completed with an ar-8988-cp fiberlock suspension implant kit. The surgery was delayed only by the time it took to open another implant, about one minute. All pieces were removed following the issue.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.